Event description:
Positive pressure cap ("buff cap") remains open once luer lock connection disconnected. When normal saline syringe is disconnected from cap, the cap remains open and is unable to have another syringe attached. Cap removed and line flushed. Only heparin flush and ns flush used.